Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify rf pic failed selftest alarm due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer's mother reported via phone call that customer's insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer reported that the insulin pump alarmed failed self test. The customer performed self test and insulin pump failed. The customer also reported that they had infusion set issues. The insulin pump will not be returned for analysis.